Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked. There was no adverse impact to the customer¿s blood glucose level. Customer declined additional troubleshooting therefore, no additional product or event information was available.